Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing (safety testing) of the device at the service center, the arterial blood parameter monitor (bpm) failed high potential (hi-pot) test. There was no patient involvement.